Event description:
This 64-yr-old female pt was admitted for eval of mitral stenosis. A cardiac artery bypass (two vessles) and mitral valve replacement. A co mitral valve was implanted. An intraoperative transesophageal echo revealed poor coaptation of the posterior leaflet of the prosthesis with 2-3+ mitral insufficiency. The valve was removed and replaced with another type.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device not serviced in accordance with service schedule. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.